Event description:
The customer reported that the device ac power module failed to charge and requested replacement. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.